Manufacturer narrative:
The excor blood pump, s/n: (B)(6), on the patient at the time of the event was in use on (B)(6), 2023 until (B)(6), 2023 (8 days). We have reviewed the production records of the excor blood pump. This pump was produced according to our specification.

Event description:
Berlin heart was informed on (B)(6), 2023 by the vad coordinator that patient suffered from neurological dysfunction, cerebral media infarction has been revealed. Patient was awake and responsive. Patient also underwent pump exchange on the same day due to deposits/thrombus formation. For treatment of neuro dysfunction the patient was scheduled for cerebral intervention, thrombectomy, in a neuroligally specialized center in stuttgart. Patient was transferred by helicopter the same day to stuttgart, underwent successfully the intervention and returned in the afternoon to hdz nrw bad oeynhausen. Patient is now further recovering on ICU in hdz.